Event description:
The customer reported via phone call indicating that the insulin pump alarm a37 during rewing. The customer stated that rewind is impossible and piston does not movel. Customer's blood glucose was unknown mg/dl.

Manufacturer narrative:
The pump gave an error during the rewind due to a shorted motor home switch. No cosmetic damage was noted on the pump assembly.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.